Manufacturer narrative:
See summary memo of evaluation. Also, per email, it was noted that the doctor damaged the interal hex during the operation.

Event description:
The dental implant fx4808mlc was removed on (B)(6) 2019 due to the internal hex being compromised. The patient has no significant medical history. The patient required bone grafting for the surgery. The patient has recovered without complications.